Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty connecting the implantable pulse generator (ipg) to the remote control (rc) and clinician programmer (cp). Furthermore, despite multiple charging attempts, the patient had difficulty charging the ipg. It was also observed that the ipg was superficial. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, and h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty communicating the implantable pulse generator (ipg) with the remote control (rc) and the clinical programmer (cp). They also experienced difficulty charging the ipg despite multiple charging attempts, which resulted in a loss of stimulation. The patient reported that the ipg felt superficial beneath the skin. Subsequently, they underwent a revision procedure during which the ipg was explanted and replaced. The patient was reported to be doing well postoperatively. The explanted ipg was discarded and will not be returned for analysis.